Event description:
It was reported that during patient transport, the cardiosave intra-aortic balloon pump (iabp) machine shut off. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d8, d9, e1 (initial reporter), e2, e3, g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) attempted to locate the machine serial number, but the customer was not sure which air base it was sent to. Fse asked the customer to bring it to their main location and inform when he could inspect the machine, but it was not located. Pm was due in december and located the machine at an air base. Examined the logs and could not find any faults or shutdowns. The machine was never taken out of service. Talked to multiple flight crew members and it was mentioned that the machine ran on battery for an extended period of time, due to a transport delay, and the battery may have ran out of power. They were able to use a portable power supply and had no issues. Fse performed a full pm on the machine, and it passes all calibrations, functional, and safety tests. Machine was put back into service for clinical use. Patient involvement was there, no patient injury reported.

Event description:
N/a